Manufacturer narrative:
Reported event: an event regarding pain involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Lot specific voluntary recall v40 - recall - 2249697-08/29/2016-007r was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. The following devices were also listed in this report: trident 0 deg insert 40mm, cat#623-00-40g, lot#n3jmhe. Trident psl ha cluster 58mm, cat#542-11-58g, lot#17095402. Accolade plus tmzf hip stem #5, cat#6021-0537, lot#a62x2l. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Dr. Removed a +12 the 40 metal head and x3 liner and replaced with a ceramic 7+5 head and eccentric liner. Implants that were not explanted: 542-11-58g, lot n3jmhe. 6021-0537, lot 17095402. Update 17/october/2018: as reported in how was issue noticed: patient presented with pain.